Manufacturer narrative:
Additional information was received that the reason for product return was due to the lead was frayed.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason.

Manufacturer narrative:
Additional information was received that the unknown procedure was a trial procedure and the frayed lead was not implanted to the patient. A review of the manufacturing documentation for the trial lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead was returned for an unknown reason.